Event description:
Additional information received reported that the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hye5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient tried to use their system, but their upper limit was set at 0.00 and they were not allowed any other programs. The patient stated that they were told the implantable neurostimulator (ins) was not reprogrammed, but the parameters had changed. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.